Event description:
The user facility reported a 64-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the medical staff was having difficulty delivering an impella pump. After several attempts they were able to implant the pump, however, the pump was giving intermittent suction. The medical staff was unable to get better position of the pump at that time.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. D6a and d6b revised from the initial manufacturer device report 1220648-2023-03314 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2023-03314 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2023-03314 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2023-03314.